Event description:
The patient called alleging that the meter powers off during use. The battery was replaced less than a year ago and was correctly installed. Patient contacted a medical professional for advice and did not receive any treatment. Customer service was unable to resolve the issue with the meter and sent patient a new meter. This case is being reported as a malfunction due to the meter powering off during use.